Manufacturer narrative:
The sample has not been received at 3m (B)(4) (u.s.) For evaluation. A product photo was provided. Based on photo and information provided the reported incident appears to be a solvent bond leak of the y-connector. Lot hx8321 was produced post corrective action of solvent application and volume uniformity. Trending reflects solvent bond leak complaints have reduced significantly in 2019. Sample evaluation will be conducted upon receipt. 3m will continue to monitor.

Event description:
A nurse in (B)(6) alleged a 3m¿ ranger¿ high flow fluid warming set (model 24355) was discovered during set-up to have a leak at the y- connector and tubing. The nurse reportedly changed the set immediately. The nurse informed the bio-medical department. No injury was alleged.